Event description:
Screw broke in two during installation. No consequences for the patient associated with the broken screw, but longer operating time. Removal of broken screw, installation of a new screw.

Event description:
Screw broke in two during installation. No consequences for the patient associated with the broken screw, but longer operating time. Removal of broken screw, installation of a new screw.